Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pen does not seem to be working right; the last two doses did not register. No harm requiring medical intervention was reported. It is unknown if the insulin pen will be returned for analysis.